Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that shortly after implant this right ventricular (rv) lead exhibited high pacing thresholds at max outputs associated with intermittent loss of capture (loc). Surgical intervention was performed approximately one year later. The rv lead was surgically abandoned and replaced. The device was also explanted and replaced due to the decreased longevity as a result of the high thresholds. No additional adverse patient effects were reported.

Event description:
Additional information received indicated all other electrical measurements were appropriate. It was also confirmed there were no associated adverse events as a result of the loss of capture.